Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose customer¿s blood glucose value was 400 mg/dl. Customer¿s current blood glucose was 110 mg/dl. Customer stated that they noticed a blood on the site of sensor and it looks like a inflamed. The product will not return for the analysis. The product will not return for the analysis.